Event description:
It was reported that there was a catheter break/fracture in the distal segment and revision was required. The patient had a pump replacement on (B)(6) 2015 during which they were unable to aspirate the catheter so a back table bolus was done. Per the healthcare professional (hcp) ¿there was no intrathecal catheter.¿ the reporter stated that the patient had a back surgery ¿sometime¿ (no date available) and they ¿must have cut the catheter.¿ it was not known how long the catheter was gone; the patient continued to be refilled. The drug was going subcutaneously according to the reporter. The patient experienced less than 50% therapy relief. A dye study was performed on the date of this report and only the pump segment was noted to be intact and far from the intrathecal space. A new intrathecal portion (8731) was implanted, attached to the old pump segment with the pin. The patient was alive with no injury. The pump was used to infuse fentanyl, morphine, and bupivacaine. Follow up was being conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).